Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility the sample is not available for evaluation. The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: difficulty was experienced when trying to spike the packed red blood cell bag. During the attempts, the blood bag was pierced and blood leaked. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The user facility confirmed that samples were not available for evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.